Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to lumen not letting the whisper wire slide through after multiple successful attempts. The lv lead was never in use. No adverse patient effects were reported.